Event description:
The customer reports that suv measurements with aw suite were inadvertently changed from gml (asterisk) to kbqml. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).